Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history for this lot did not produce any findings that attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A trained physician, attempted arteriotomy closure using the starclose device after an interventional procedure. The finish arrows lined up (click 3), the device popped out of the artery, losing access to the site. Hemostasis was achieved with manual compression. No patient injury reported.